Event description:
The pt's peg tube had become dysfunctional. The pt was examined endoscopically to evaluate the peg tube. The bumper had migrated into the stoma tract and an abscess had formed. The physician recommended surgery, however the family refused due to the pt's age. The pt was sent back to the nursing home. One pt involved.